Manufacturer narrative:
(B)(4). Covidien service engineer inspected the device and could not duplicate any malfunction. Further investigation of the diagnostic log indicates the breath delivery (bd) central processing unit (cpu) has failed. Covidien was not authorized to repair the ventilator at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator stopped ventilating. The patient's oxygen saturation (spo2) value had decreased to 80%. The patient was manually ventilated and then transferred to an alternate ventilator. There was no report of patient harm as a result of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.